Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR for lot 5247829 was reviewed and no qns or other events were related to the complaint stated by the customer. Five representative samples were received for evaluation. Visually we could not observe damages between catheter/inserter assembly. Samples were tested by leak test according to (B)(4). The reported leakage at catheter junction by customer was not confirmed after evaluating 5 representative samples. No damages and no leakages were found. We cannot confirm or associate the reported defect to manufacturing process because, all the samples met with acceptance criteria according (B)(4).

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with leakage. There was no report of injury or medical intervention.